Event description:
Attorney alleges plaintiff has suffered from injuries associated with defective silicone breast implants; however, no specifics were given. Attorney from another lawsuit alleges the plaintiff developed injuries which included a disease or disorder including the following: capsular contracture, severe breast pain, development of breast lumps, severe calcification, implant rupture, development of silicone leakage, extensive cosmetic damage, anxiety and depression.